Event description:
Patient (pt) in ICU presented for their sixth hemodialysis treatment with clear lungs bilaterally, no edema and no difficulty breathing. Treatment was completed on this baxter sps 1550 without incident at 1330. Following this hemodialysis treatment pt received fresh frozen plasma, manufacturer and amount were unk. At 2000, hcp reported pt was experiencing shortness of breath. An extra hemodialysis treatment was ordered by the physician to remove 1-2 liters prior to the pt's scheduled surgery. Pt was transported from intensive care unit (ICU) to the hemodialysis unit via stretcher. Pt presented awake, followed some commands, bilateral rales, facial edema, labored breathing with 2 liters oxygen via nasal cannula. Pt vital signs were as follows: blood pressure 127/69 mm/hg, pulse 68/minute (min), respirations 22/min and temperature 97.7 degrees farenheit. Hemodialysis treatment was initiated at 0015 the next day using the same device via right arm arterial-venous fistula with 17 gauge needle. Pt was experiencing labored breathing with respirations 22-24/min. Hcp recorded the following: blood flow rate 100 ml/minute, arterial pressure 110 mm/hg, venous pressure 80 mm/hg, transmembrane pressure 50 mm/hg. Pt's vital signs were as follows: blood pressure 96/49 mm/hg, pulse 72/min, respirations 22-24/min. Hcp reported twelve minutes into treatment, device provided fl01 alarm. Hcp attempted to clear the alarm by removing the hanson connectors from the dialyzer and inserted connectors into the multiport and turned machine off/on. Hcp reported the device then displayed "99" and hcp could not correct the calibration issue. Hcp returned some of the blood, but "not until the line was clear." Pt went into ventricular tachycardia, hcp initiated a code blue. Pt was do not resuscitate (dnr); therefore, no intubation or compressions were performed; however an ambu bag was utilized. Physician declared pt expired at 0040. Cause of death is unk.